Event description:
It was reported that the ams 800 artificial urinary sphincter (aus) stopped working sometime over the last 6 months, and the patient began to leak urine again. The doctor decided to remove and replace the entire aus system. Upon removal, he found a small hole in the cuff which he attributed it to the age of the system and normal wear and tear. The new implanted aus achieved the desire result. No further complications were reported in relation to this event. The product was explanted and not expected to be returned. Should additional information be received, a supplemental report will be filed.